Event description:
Additional information available after device log files were reviewed.

Manufacturer narrative:
Internal identification number:(B)(4). Corrections: g4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Additional findings: a review of the device log files confirms the reported incident, however, definitive root cause is unable to be determined at this time without a physical evaluation of the device.

Manufacturer narrative:
Vyaire medical file identification: com (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the communication between the two processors in the main electronic failed. It is likely the unit froze, or the display turned dark. There was no patient connected at the time, but this failure was active. There was no patient involvement reported.